Event description:
On august 28, 2010, the lay user/patient contacted lifescan (lfs) alleging the inside display of her onetouch ultra2 meter is purple and cracked. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reported she discovered the alleged issue on (B)(6) 2010. According to the csr's documentation, in addition to oral medication (type and dose unspecified), the patient also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged issue. As a result of the reported issue, the patient claimed she became sweaty. The patient denied receiving any medical intervention or treatment after the alleged issue began. At the time of troubleshooting, the patient informed the csr she discovered the alleged issue after she inadvertently dropped the meter on the floor. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 160 mg/dl and 85 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.